Event description:
It was reported that the right ventricular pacing lead was capped due to high threshold and high impedance measurements. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.